Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had a fall last week on august 16th and fell pretty hard on their hip and back area. Patient reported they were being shocked around the implant site and in different places in their left leg and it was very painful. Patient was advised to decrease stimulation and see if that helped alleviate the shocking sensation. The patient was redirected to their healthcare provider (hcp) to further address the issue.